Event description:
It was reported that the insulin pump is under-delivering insulin. The current blood glucose reading is 423 mg/dl. Customer tried to treat with insulin pump. Customer stated that the reservoir leaked. Customer did not provide details of reservoir leak. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4) analysis evaluation was completed on one opened/used reservoir. The reservoir passed all tests and no leaks were found and it was not occluded.